Manufacturer narrative:
(B)(4). Quadrox-I adult was returned. The dialyses lock and valve was clotted. Clean with natriumhypochlorit. A tightness test with water pressure one bar was performed and no leakage could be confirmed. Furthermore a tightness test with water pressure 1,5 bar was performed. After approx. 3 hours, a slight leak in the spring was detected. No further abnormalities detected. Thus the reported failure could be confirmed. The most probable cause of the reported failure is unknown. The failure determined to be the first of its kind. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Thirty min. After the extracorporeal circulation started, blood leakage from the dialysis lock valve was noted. The customer was not using the dialysis lock tubing connector; the cap was on the dialysis lock valve. The customer stayed on the same device as it was a slight leakage and finished the surgery. -no adverse effects on the patient. -the incident occurred during the patient use. (B)(4).